Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem of "cassette not latched error" was not verified by visual inspection. Perform preventative maintenance and also replaced peeling downstream occlusion sensor (dso) seal to correct the issue. Cadd solis device passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not latched error. There was no patient involvement, no patient injury was reported.